Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was not returned to the manufacturer. However, a surgery video and photos were provided for review. Therefore, the product investigation consisted of a review of manufacturing records, along with the video and photos. The results are listed below: according to the surgery video, the leading haptic was not opened after released but we couldn't confirm whether the haptic was torn or not. According to the photo, the object explanted was the haptic tip. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
The cataract surgery was performed on (B)(6) 2016, and in postoperative exam on (B)(6), corneal opacity was seen in the eye. The patient was refered to (B)(6) hospital after treatment, and diagnosed as bullous keratopathy. Observing corneal opacity in gonioscope in exam on (B)(6) 2017 in (B)(6) hospital, the doctor found the fragment of the haptic tip in corner. On (B)(6), a surgery for removing the tip of the haptic was performed. The doctor wants to know the cause of the torn haptic and causal relationship between bullous keratopathy and the defect.